Manufacturer narrative:
The lens was returned inside a non-company rotary lens case. Viscoelastic was dried on the lens. One haptic was bent upon return. The lens was creased from the lens case. The lens was cleaned with klrp for further evaluation. The posterior optic surface was scratched and scraped across the optic rings. One line of scraped ring damage was also gouged. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint of limitations in vision. The explanted lens was evaluated. Multiple areas of damage to the optic rings was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal 21.5 diopter. This information that a multifocal lens was exchanged for a monofocal lens would suggest that the replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had limitations in vision (os). The iol was exchanged for non-company lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).